Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 3rd, 2014.

Event description:
Per the clinic, the device was explanted (B)(4) 2014 due to a cholosteoma and the patient was reimplanted with a new device during the same procedure.